Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12-aug-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that the plunger rod was partially advanced. The cartridge was damaged, stress marks in the tube of the cartridge, and a bent/damaged cartridge tip, consistent with damage that may have occurred during shipping were also observed. The lens was torn to several pieces and pieces can be observed in the lens module and cartridge. One of the pieces was stuck to the side of the plunger rod. The lens module was opened, presenting with no damage; however, viscoelastic residue was identified. It cannot be determined if an excessive amount of viscoelastic residue could have been used or if the viscoelastic residue was the result of plunger rod being retracted. Another lens piece was observed to be under the plunger rod and inside the lens module torn and damaged. Device assembly was inspected and no issues were identified. The plunger rod was inspected; plunger rod tip damage was identified. The lack of damage in the lens module indicates that the damage occurred after advancement. Due to the returned condition, no further evaluation of the lens could be performed. The complaint issues "override" and "lens damaged" were identified during product evaluation. The observed "iol torn" is similar to the reported complaint issue "lens damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: the reported complaint issue was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) did not advance and got wrapped around the plunger. The iol was completely shredded by the plunger going through the lens. There was no patient contact with the device. Through follow up we learned that the procedure was successfully completed using a back up iol and the customer did not specifically state they had used the device incorrectly. No further information was provided.